Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/08/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box found no related alarms or issues. The last basal and bolus deliveries occurred on (B)(6) 2015. The pump was manually suspended on (B)(6) 2015 at 22:04 and resumed at 23:20. The pump was manually suspended on (B)(6) 2015 at 07:55; a manually time change was made on (B)(6) 2015 from 11:11 to 07:12; deliveries resume at 07:27. A manual time change was made on (B)(6) 2015 from 07:09 to 11:13. The total daily dose basal history appropriately reflects the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on (B)(6) 2015 was between 20-370 mg/dl with cognitive impairment. It was reported the patient was hospitalized and treated with intravenous glucose and that pump therapy had been discontinued. The reporter noted the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. This complaint is being reported because the alleged blood glucose excursion was attributed to an alleged inaccurate delivery malfunction of unknown cause.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.